Event description:
As reported, the balloon of a mynx vascular closure device (vcd) ruptured during the deployment process. This was not unique to a specific lot. There was no reported patient injury. The femoral artery was clean and free of plaque. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a mynx vascular closure device (vcd) ruptured during the deployment process. This was not unique to a specific lot. There was no reported patient injury. The femoral artery was clean and free of plaque. Additional information was requested but not provided. The device was not returned for analysis. The product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure reported. However, handling factors, access site vessel factors (even though it was reported that the femoral artery was clean and free of plaque) and/or concomitant device factors are likely since excessive handling, calcification/pvd at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.